Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had no escape or act button response due to corroded keypad traces. No moisture damage was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error after someone threw a bucket of water on the customer. The customer's blood glucose was 274 mg/dl, which was treated with manual injection. The caller stated that they did not know why the customer had high blood glucose. It might have been due to playing and eating chips and not taking any insulin. The caller declined troubleshooting for the high blood glucose. The discontinuation of the device was advised. Nothing further was reported.